Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: b5, d4 (expiry date: 06/2024), g3. H11: h6 (device). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a recanalization procedure, the catheter was allegedly broken when it was opened. It was further reported when the catheter was flushed, there was some fluid coming out of the side of the catheter just about an inch from the port. Reportedly upon closer observation, there was a small crack in the side of the catheter that was leaking fluid. The procedure was completed by using another device. There was no patient contact.

Event description:
It was reported that prior to a recanalization procedure, the catheter was allegedly broken when it was opened. It was further reported when the catheter was flushed, there was some fluid coming out of the side of the catheter just about an inch from the port. Reportedly upon closer observation, there was a small crack in the side of the catheter that was leaking fluid. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2024).